Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that during use there was a spark from the proximal part of the electrode. No patient injury occurred. Covidien's initial eval found a hole in the insulation. The device failed hipot testing.